Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open left lateral abdominal hernia repair on (B)(6) 2012 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2013 and (B)(6) 2013, additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: surgery to remove mesh, wound dehiscence, fistula, abscess, adhesions, adhesions to bowel, bowel resection, meshoma, open draining wound, infection, mesh contraction, balled up mesh, surgery to remove partial mesh. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: course: admitted for repair of large flank hernia. Tolerated procedure well, no complications. Postop day 3 noted straw colored fluid leaking from port sites. Occlusive dressings placed and ancef started. Continued to improve and output decreased. Good return of bowel and bladder function, tolerating general diet. Discharged home. No heavy lifting, pushing, pulling with implant side for 2 months. (B)(6) 2013: (B)(6) medicine. (B)(6), md; (B)(6), md. History and physical. Increasing abdominal pain, fullness, fever/chills with history of gortex mesh for flank hernia. Previous smoker, quit in september, has problems with residual cough. Exam: abdomen; soft, exhibits mass (left sided swelling over flank hernia with very mild erythema), tenderness (left side over hernia). Weight 182 lbs 5.1 oz. Impression/plan: gas and fluid collection over mesh. Labs. To ir tomorrow for drain placement. CT shows perimesh fluid collection with air. Suspect infected mesh. Discussed probable need for mesh removal. (B)(6) 2013: (B)(6) medicine. (B)(6), md. Radiology ¿ CT guided abscess drain x 2. Indication: status post-surgery with hernia repair for incarcerated bowel. Fluid collections fever and pain. Impression: two separate loculated collections in the left mid to lower quadrant associated with underlying mesh graft with findings of sero-sanguinous mildly exudative fluid on the superficial component drain with 8-french abscess drain in fluid sent for culture and aspiration of 250 ml of yellow serous mildly exudative fluid from the inner collection also drained with 8-french multi-sidehole pigtail drain to gravity drainage. Plan: findings were discussed with dr. (B)(6). Fluid sent for proper laboratory analysis. Status post aspiration of the vast majority of fluid has been removed. Although gross infection was not identified, both collections have some mile exudative component and there for 8-french catheters were placed. Gravity drainage will continue. Consideration for intercavitary tpa could be performed in order to try to remove biofilm if there is possibility of saving hernia repair mesh. Lower results are pending. Asa 3. Procedure and interpretation: after application 1% local lidocaine small incision as well as prepping draping usual sterile fashion, 18-gauge needle was inserted into the anterior collection left lower quadrant. Needle position was confirmed followed by aspiration of approximately 50 ml of sero-sanguinous and mildly exudative fluid. Needle was then exchanged over wire for transitional dilators followed by placement of an 8-french multi-sidehole pigtail catheter. Catheter size was limited by the mesh present. Fluid was then aspirated until collection was completely clear. Approximately 300 ml of fluid was told he [sic] aspirated. Catheter suture in place and second loculated collection was identified and accessed using same technique as that described above from a mildly superior and lateral approach. A second collection demonstrated clear yellow serous fluid there was mildly exudative as well. This was also sent for culture and needle was exchanged over wire for a second 8-french multi-sidehole pigtail catheter. A total of 200 to 250 ml of fluid was aspirated until dry. Repeat images demonstrated good position of catheters and significant decrease in size of the multi-loculated collection. Catheter suture in place and patient left department in stable condition to gravity drainage. (B)(6) 2013: (B)(6) medicine. (B)(6), md. Discharge summary. Admit date: 01/03/13. Diagnosis: wound infection. Course: admitted and collections concerning for left flank abscesses surrounding previous hernia mesh. Taken for ir drainage. Fluid consistent with e. Coli, antibiotics initiated. Impression/plan: hernia of flank, abdominal pain, abscess. Keep wound clean and dry. (B)(6) 2013: (B)(6) medicine. (B)(6), md. Pathology report. Final diagnosis: a. Small bowel, partial resection: serosal fibrosis and granulation tissue. B. Soft tissue, left abdominal wall excision: dense fibrous tissue hemorrhage, fibrin and fat necrosis. Mesh (gross only). History: infected mesh. Source/gross: the specimens are received in two containers, both of them labeled ¿(B)(6)¿. Part a is designated ¿small bowel¿ and consists of a portion of small bowel, 3 cm in length and 3 cm in diameter. The serosa is pink, smooth and glistening. The mucosa is pink-gray with preserved pattern. No lesions are identified. Part b is designated ¿left abdominal wall and mesh¿ and consists of fragments of tan-pink membranous soft tissue measuring in aggregate 5.3 x 3.2 x 0.5 cm. In addition, there is a mesh. Representative sections from the soft tissue are submitted in cassette b1. Microscopic: three h & e stained slides prepared from three paraffin-embedded blocks are examined microscopically.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 10419837 . Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records for ¿repair with mesh 7-8 years ago that failed¿ was not provided.] (B)(6) 2012: (B)(6) medicine. (B)(6) md. History and physical. Here for consultation at the referral of dr. (B)(6) in (B)(6) for a large recurrent incisional flank hernia. She has a history of trauma as a result of an motor vehicle accident at age 26 resulting in injury to her back and neck. She has had multiple back and neck surgeries, several of which required a large lateral abdominal incision for repair. She has since developed a large flank hernia at her previous incisional site. Attempt at repair was undertaken with mesh 7-8 years ago per her report, however this repair failed shortly thereafter. She has noted that the hernia has continued to grow and causes her significant symptoms. She states she has difficulty with bowel movements and needs to put pressure on her hernia to aid in bowel function. She also complains of a significant amount of pain and discomfort associated with activity. Review of systems: positive for neck pain, back pain and joint pain. Past medical history: arthritis [records are not complete]. (B)(6) 2012: [missing records: records for ¿operative report¿ were not provided.] (B)(6) 2012: (B)(6) . Implant record. Mesh dualmesh plus dlmc 1mmx26x34cm oval-log7272. Laterality: left. W.l. Gore. Model/cat no: 1dlmcp08. Lot no: 10419837. Area: abdomen. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp08/10419837) was implanted during the procedure. Records span (B)(6) 2012 to (B)(6) 2012. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: ¿ (B)(6) 2012: (B)(6) medicine. (B)(6), md. Indication: ¿this 52-year-old female has had multiple back procedures due to left flank incisions and has had multiple recurrent hernias repaired with mesh, now has large recurrent hernia in the left flank.¿ 1.1. Implant procedure: open repair of recurrent flank hernia with mesh. Implant: gore® dualmesh® plus biomaterial (1dlmcp08/10419837, 26cm x 34 cm x 1mm). Implant date: (B)(6) 2012 (hospitalization (B)(6) 2012). ¿ (B)(6) 2012: unmc nebraska medicine. (B)(6), md. Operative report. Assistant: (B)(6), md. Preoperative and postoperative diagnosis: recurrent incisional hernia, left flank. Complications: none. Estimated blood loss: 500 cc. ¿ procedure: ¿the patient was taken to the operating room, placed in the supine position, and administered general anesthetic. The abdomen was draped and prepped in usual sterile fashion including clear out of the left flank laterally. We made a midline incision a few centimeters below the xiphoid to the suprapubic area. The abdominal cavity was entered. There were adhesions between the omentum and abdominal wall on the patients left side which were taken down. We installed a bookwalter retractor. We then found that the omentum was stuck down along the previous hernia repair sites and left. This was carefully exposed and taken down with the ligasure. We rotated the patient to the right and continued to work down. We identified the splenic flexure. The descending colon was stuck along the edge of the hernia defect and adherent to some previous mesh on the left side. We had stents placed preoperatively but could not palpate any stents in these areas. We carefully worked along sharply and with the ligasure were appropriate} we mobilized the colon up away from the previous mesh laterally until it was up away and free. Once we had exposed the entire left flank sidewall we measured out the defect which would include going back to the spine posteriorly with no overlap superiorly above the costal margin and iliac crest inferiorly. We chose a 26 x 34 cm piece of gore-tex mesh. It was oriented with the short axis transversely. We marked it out into 12 quadrants and in the lower quadrants, placed o tevdek suture and tied these. We then used the endo close device to go around laterally as far as we could through tissue placed for most lateral sutures and then pulled the mesh down and tied these so that we had good approximation posteriorly and coming around each corner. We then used the endo close to continue to go up the side at the iliac crest to go inside the iliac crest once we had placed and tied these sutures we then went between each of these sutures which were approximately 5 cm apart and placed 3 additional sutures between the edge of the mesh and the tissue posteriorly. This was then done until we had finished the left lower quadrant. We then placed additional sutures to the sidewall up above the ribcage and placed additional sutures in between until we had the posterolateral aspect of the anastomosis completed. We then continued to use simple sutures, laying the mesh out on each side to create a generous underlap of the hernia defect. We did trim a couple of centimeters of mesh off at the midline as we completed tacking the mesh down underneath the rectus muscle with horizontal mattresses of o tevdek. Irrigation was carried out. We appeared to have adequate hemostasis. There was no evidence of intestinal injury. The mesh appeared to be aligned with the colon up and free from this area. We then closed the midline incision with interrupted figure-of-eight number 1 maxon. There was some subcutaneous tissues with 3-0 polysorb. Staples and dressing were applied. The dissection itself was tedious and took several hours because of the previous mesh repair. The patient was returned to recovery room in satisfactory condition.¿ ¿ (B)(6) 2012: (B)(6) medicine. Implant record. Mesh dualmesh plus dlmc 1mmx26x34cm oval-log7272. Laterality: left. W.l. Gore. Model/cat no: 1dlmcp08. Lot no: 10419837. Number used: 1. Area: abdomen. O (B)(6) 2012: (B)(6) medicine. (B)(6), md, resident. Discharge summary. Admission diagnosis: recurrent abdominal hernia of flank. Consults: tobacco cessation and wound care nurse. Procedures this admission: wound nurse evaluation and treatment. [Only page 1 provided]. Explant preoperative complaints: ¿ (B)(6) 2013: (B)(6) medicine. (B)(6), md. Indications: ¿this is a 52-year-old female who has had a complicated left flank mass, hernia repaired on multiple previous occasions, most recently a large piece of gore-tex was inserted approximately 5 months ago, and a few months later, she developed fluid collections adjacent to the mesh. Despite attempts at drainage and antibiotic, she continues to have evidence of infection.¿ explant procedure: removal of an infected mesh, drainage of retroperitoneal abscess, intestinal resection. Explant date: (B)(6) 2013. Hospitalization (B)(6) 2013. ¿ (B)(6) 2013: (B)(6) medicine. (B)(6), md. Operative report. Assistant: (B)(6), md. Preoperative and postoperative diagnosis: infected mesh. Estimated blood loss: minimal. Complications: intestinal injury. Specimens: small intestine and mesh per gross only. ¿ procedure: ¿the patient was taken to the operating room, placed in the supine position, and administered general anesthetic. The abdomen was then draped and prepped in the usual sterile fashion. Previous midline incision scar was excised and deepened down to the subcutaneous tissue to the midline closure. This was then carefully opened along the length of the incision. There were omental adhesions along the way. We eventually could break free superiorly into the area above the liver to gain access there, likewise we were able to break free into the pelvis inferiorly. We began by dissecting the right side. We were able to get around all wall adhesions taken down with cautery to free up the right side. We then began on the left side. It was markedly adherent along the medial border of the mesh. We eventually came to the outer edge of the mesh and continued dissecting there. We tried working from above and below from where we were free into the abdominal cavity as well. We eventually broke free superiorly into the retroperitoneal abscess where the drain was along the mesh. We then continued our dissection along the posterior margin. It was quite adherent inferiorly and then trying to free up the loop of adhesed bowel, an enterotomy was created. We then stripped the cortex off the abdominal wall. Removed all suture material and mesh as we went, and we were eventually able to completely remove the mesh. We then sharply freed up the loops of bowel in the left lower quadrant where the enterotomy was made and freed up off the sidewall to deal with this area. We resected 4 to 5 cm of small bowel, freshened up the edges, and performed an end-to-end anastomosis in 2 layers with 3-0 silk and 3- 0 polysorb suture. We appeared to have a viable secure anastomosis upon completion. We then tucked it into the left lower quadrant and covered up with omental fat with 2 stitches of 3-0 silk as well. There were no other signs of injury. We used the pulsavac to clean out the retroperitoneal abscess space with more than 3 l of fluid. The pre-existing drains from the interventional team were removed and replaced with two 10 jackson-pratt drains going up and down the gutter. The incision was then closed with interrupted figure-of-eights of number 1 maxon and the skin staples loosely. Dressing was applied. Drains were secured with 2--0 silk and the patient returned to the recovery room in satisfactory condition.¿ (B)(6) 2013: (B)(6), md. Discharge summary. Admission diagnosis: infected abdominal mesh. Consults: social work. Operative procedures: explantation of infected synthetic mesh. Small bowel resection with primary anastomosis. [Only page 1 provided]. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.